Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 the patient began duopa therapy. On (B)(6) 2016, patient in (B)(6) underwent procedure for percutaneous endoscopic gastrostomy (peg)tube placement. On (B)(6) 2017 the patient experienced discharge on the peg-j area requiring hospitalization. On (B)(6) 2017 the patient was treated with ampicillin / sulbactam 1.5 g / 4 x 1/intravenous. On (B)(6) 2017 the sulbactam+ampicillin usage was stopped and the discharge on the peg-j was recovered.